Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back syndrome ¿ other. It was reported that there was a power on reset error code. It was reviewed that the therapy had stopped due to the power on reset. The patient was trying to turn on his stimulation when he saw the power on reset message. The patient stated that ¿the stimulator ain't working.¿ this power on reset was not related to an overdischarged event. The patient has been using it and keeping both the implantable neurostimulator recharger and implantable neurostimulator batteries charged up. It had been a week or less since he last used it. The patient programmer would not power on, but the patient replaced the batteries in his patient programmer and was able to confirm an informational power on reset. The power on reset message was cleared and the patient turned therapy back on. It was noted that the patient¿s implantable neurostimulator battery was half full.